Event description:
It was reported that two weeks post op, s1 set screw was backed out, no patient complications were reported and no revision surgery was planned.

Manufacturer narrative:
Device has not been explanted, so product evaluation is not possible. Post op, x-rays confirmed that a set screw was out at the s1 level. An l2-s1 construct with what appears to be no interbody support.